Manufacturer narrative:
Lot # - bt2000 manifold kit - lot# 29116d; bt2000 manifold kit - lot# 30916h; a2000 syringe kit - lot# 27816d; a2000 syringe kit - lot# 50658669; at hand contoller - lot# unknown. The acist angiographic contrast injection system, model cvi, serial number (B)(4) was returned to acist on 3/29/2017 for testing. Based on analysis of the injector system and diagnostic logs, there is no evidence of device malfunction related to this event. The consumable kits used during the event were evaluated and no problems found. A cine-angiogram image was provided to acist for evaluation by acist's medical advisory board. There was evidence of air seen on the image. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on service testing performed on this system, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.

Event description:
In preparation of an ffr procedure to take an ffr measurement, the guiding catheter and y connector piece were flushed according to instructions for use. While using the cvi injector, and during the second angiogram after the addition of the hemostasis valve, air was injected into the patient. CPR was successfully administered to the patient and the procedure was continued and completed. The patient was taken to the intensive care unit to be monitored. Afterwards, the patient recovered and was sent home.